Manufacturer narrative:
The getinge field service engineer has advised that the display cable has been replaced in the iabp and this resolved the issue. The fse then performed all functional and safety checks to meet factory specifications, and the iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted on an ami patient. During preparation to start therapy, when the cs100 intra-aortic balloon pump (iabp) was turned on, the monitor displayed snow noise and was unable to be used. This event occurred before the iabp was connected to the patient. Therefore, there was no patient involvement; however, the information was provided for the patient scheduled to use the iabp. A replacement iabp was brought in to continue therapy on the patient. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer evaluated the iabp and was able to reproduce the reported issue. However, the parts to be replaced to repair the iabp are currently on back-order. A supplemental report will be submitted when repairs are completed.

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted on an ami patient. During preparation to start therapy, when the cs100 intra-aortic balloon pump (iabp) was turned on, the monitor displayed snow noise and was unable to be used. This event occurred before the iabp was connected to the patient. Therefore, there was no patient involvement; however, the information was provided for the patient scheduled to use the iabp. A replacement iabp was brought in to continue therapy on the patient. No adverse event was reported.